Event description:
The patient reported that on (B)(6) 2019, she had a low reading of 47 at 6am and hit the floor and passed out. The patient mentioned that her dog had jumped on her and that her grandson provided her with 2 glasses of juice and then an hour later her blood sugar reading went up to 81.